Event description:
A malfunction alarm, identified as malfunction code 0, was reported by the customer. There was no reported adverse impact to customer's blood glucose. Technical support provided instructions for resetting the pump, which resolved the issue, as the malfunction did not recur. The customer was advised to continue using the pump for insulin therapy.